Event description:
Aventis case ID:(B)(4). Initial info rec'd from a consumer on 21-aug-2008 with add'l info on 25 aug 2008: a (B)(6) female consumer rec'd poly-l-lactic acid (sculptra) (lot# and expiration date unk) starting in (B)(6) 2007 to get fullness (under eyes, under eyebrows and by cheekbones). She rec'd the poly-l-lactic acid injections in the temple area and under eyebrow. Reconstitution info unk to pt. The amount consumer rec'd was reported as less than one vial, and also as one vial per each office visit. There was reported no previous exposure to the product. Use of product is reported as continuing. Consumer reports "itchy puffy bags (the size of a half walnut) under eyes and redness under eyes (both events started in (B)(6) 2007)." The events reduced on their own after weeks of poly-l-lactic acid treatment (unspecified dates) and then come back again. Her physician has treated the events with loratadine (claritin) in (B)(6) 2008 with no improvement, then loratadine and montelukast sodium (singulair) (B)(6) 2008 with no improvement when combining both medications. In (B)(6) 2008 doxycycline was added and "reduced the puffy bags to a size of an 'insect bite.'" All three treatments are ongoing at this time. The consumer was given hydrocortisone injection on (B)(6) 2008 with no improvement. A biopsy was not taken. Medical history was not provided. Concomitant medications were not provided. No further medical info reported. Add'l info via call from (B)(4) to physician on 25aug2008: (B)(4) spoke to worker in physician office, who reported that the physician "did not administer the sculptra injections that caused the adverse event; he is doing follow-up care. He is unable to provide any further info." Add'l info for poly-l-lactic acid injectable (sculptra) (lot# /expiration date unk,) from product technical complaint report (B)(4) dated 08-sep-2008, rec'd by (B)(4) on 10-sep-2008: batch record review was without hint to root cause. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.